Manufacturer narrative:
Covidien/medtronic reference number : (B)(4).

Event description:
During pretest the cuff did not inflate. There was a hole in the cuff. There was no patient involved. The customer reported there were eight tubes with the failure. Only two event dates are known, (B)(6) 2016. One report for each tube has been submitted on our reports: 2936999-2016-00605 , 2936999-2016-00610 , 2936999-2016-00611, 2936999-2016-00612 , 2936999-2016-00613 , 2936999-2016-00614 , 2936999-2016-00615 , 2936999-2016-00616.